Event description:
User facility voluntary medwatch received that stated: "fluid leaking from the tubing set up at the site of the in-line flat filter. Stopped infusion. D/c'd the tpn and started d10 starter tpn. Approx 45 minutes after infusion of starter tpn began, pump was ringing occlusion. PICC line was found to be clotted off as a result of tpn filter leaking and not infusing tpn. Changed fluid, then had to d/c line." Upon further query, the following info was provided that indicated, the tubing set leaked from the filter; subsequently, the pt's peripherally inserted central catheter (PICC) clotted. The pt was receiving an unspecified volume of tpn via a plum pump. After an unspecified length of time in use, leakage of solution was noted from the filter of the tubing set. The tpn was discontinued. The tubing set was replaced and an unspecified volume of dextrose 10% delivery was initiated. It was reported that approx 45 minutes later, the pump alarmed for occlusion. At that time, it was noted that the PICC line was clotted. The PICC line was discontinued. There were no reported adverse pt effects or delay in therapy critical for the pt. No medical interventions were required. Though requested, no add'l info was provided. Tubing product involved in hospira product number 11946-12 primary IV plumset with convertible pin, 112 inch, with 2 clave ports, 0.2 micronfilter and option-lok. This was being used to administer tpn in the neonatal nursery.

Manufacturer narrative:
(B) (4). The customer indicated the device was discarded. (B) (4). Add'l info from the voluntary report: (B) (6): the reporter does want their identity disclosed.